Event description:
Customer reported via phone call that the insulin pump had a button error alarm and that none of the buttons were working. Customer did not recall any significant events leading to the alarm. Advised customer to revert to a back up plan and the device will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump has cracked case at the display window corners and reservoir tube, minor scratched display window and stained end cap sticker.